Event description:
As reported to customer relations: this gentleman apparently came into the ed with back pain last friday (B)(6) 2011. After a CT scan it was determined that the main body of the zenith graft had migrated well into the aneurysm sac. This caused the limbs (bilaterally) to become near 100% kinked off at the bifurcation. After an attempt to go through the kinked iliac limbs the deployment system became trapped in the tight turn. They were unsuccessful in repairing the graft and then unable to remove the system. They then had to do an open explant of the entire zenith system and the system they were attempting to use for the repair. Post medical history (pmh): original implant was reported to be in 2005, in 2009 there was a complete separation of the left limb from the main body (1820334-2011-00686). A second limb was put in place to bridge the gap. At this time it was obvious that the graft had migrated to some extent (approx one stent length) but it was never repaired. It was reported that this pt did not have yearly follow up scans after the 2009 repair. All the films both prior to implant and throughout the follow up series along with the explanted graft have been sent to the manufacturer. As of (B)(6) 2011 pt is still intubated. No additional info has been provided by the rptr.

Manufacturer narrative:
(B)(4) intubation is not labeled in the IFU. (B)(4) explant is labeled in the IFU. Event evaluation: still under investigation.